Event description:
It was reported that the customer could not get the pump to fill the tubing and had a no delivery alarm. Customer has been having high blood glucose levels for about 3 weeks and she had the following symptom: frequent urination. Customer was not feeling well. Customer has treated with the pump and manual injections. Customer stated that her blood glucose level was 230 mg/dl when she woke up at 4 am. Customer gave a bolus to bring it down and it went to 181 mg/dl. Customer stated that it normally would be in the 80's mg/dl. Customer found a tiny bubble in the tubing near the area where the insulin comes out. Customer's settings were reviewed and found to be correct. Customer will be sent a tubing clamp. Customer stated that she gained weight and is on prednisone, which has caused her blood glucose level to go up. Customer declined troubleshooting for the no delivery alarm. Customer called back and the pump passed the test. Pump was working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.